Event description:
It was reported that a patient underwent a sling procedure on an (B)(6) 2004. After the surgery, the patient experienced left leg pain. The patient was unable to put weight on the leg upon discharge. The patient was seen by her physician and was placed on antibiotics for urinary tract infections. The patient was diagnosed with a hematoma on the left lower abdomen after she returned to work. The patient was seen by a neurologist and was diagnosed with obturator nerve damage by emg. The patient is on a regimen of antibiotics daily and is unable to pull herself up on her left leg.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on 06/01/2004 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).